Manufacturer narrative:
Patients: 13 males and 8 females, the average age of 49 years . No patient ids or weights were provided by the authors. No allegation of a medtronic product problem causing or contributing to the reported patient complications. No requests for service have been received from this site regarding the reported events. No parts, systems, or instruments have been repaired, replaced, or returned regarding these events.

Event description:
Medtronic medical writer, clinical affairs, reviewed the attached article, entitled application of multimodal neurnavigation in conjunction with electrophysiology in skull base tumors by huang et al, on 17-jan-2017. The authors reported use of stealthstation s7, and there are potential adverse events reported on page 1685. The article is in chinese. Relevant information summarized below. Authors huang j, zhang y, z hou z, wu d, sun j, zhang x, cheng c, jiang c, wang c, wu z, dai m, shao j. Title: application of multimodal neurnavigation in conjunction with electrophysiology in skull base tumors. Journal acta universitatis medicinalis nanjing (natural science) . Year/volume/pages 2014 vol 34(12) pgs 1684-1689. Article number doi:10.7655 / nydxbns20141213 . Site name wuxi people¿s hospital affiliated with nanjing medical university. Site location 299 qingyang road, wuxi shi, jiangsu sheng, china. Patients 21 patients . Indication resection of skull base tumors. Devices used stealthstation s7. Ae temporal muscle atrophy ¿ 2 patients. Increased facial numbness ¿ 3 patients [increase of existing preoperative symptoms] partial oculomotor nerve paralysis ¿ 1 patient. Decreased hearing ¿ 3 patients . Temporary impairment of movement ¿ 2 patients [root cause: petroclival tumors with extensive attachment to brain stem] . Where not specified, the root cause for the adverse events was not discussed. There is no allegation that the adverse events were caused by use of stealthstation. Total resection in 16 cases; partial resection in 3 cases, the majority of resection in 2 cases, no operative mortality. The article did not state whether the complications were transient or permanent. However, it does say that at follow-up of 6 to 32 months, average time 13.5 months, all patients were living normally/able to conduct functions of normal life. All the complications occurred post-operatively, but were described as ¿either new symptoms, or increased severity of existing symptoms¿. The facial numbness was specifically an increase of preoperative symptoms, but it was not specified for the others. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.